Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date approximately two weeks ago, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. The reporter was unsure if the hernia worsened with peritoneal dialysis therapy. At the time of this report, there has been no treatment/surgical repair for the hernia and no planned treatment was reported. Dianeal therapy was ongoing. The patient was recovering from the event. No additional information is available.